Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt was experiencing a loss of efficacy. A study was performed and turned as expected. The device was explanted and the catheter was found to be torn near the anchor site and the distal tip was occluded. The drug in the pump was dilaudid.